Manufacturer narrative:
The cardiomems patient electronic system was received for evaluation. No anomalies were found during visual inspection. The reported event could not be replicated but determined to be confirmed due to component failure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.